Event description:
It was reported by the nurse that the customer hospitalized due to diabetic ketoacidosis. The customer's blood glucose level was 1000 mg/dl. The patient was admitted at (B)(6) hospital (B)(6). The customer was wearing the insulin pump at the time of emergency room visit. The customer was advised to disconnect to the insulin pump and the troubleshooting was performed. The customer did not have another set with him and was not able to complete high pressure test. The customer family will bring another set out to him. The customer threw old set in the trash. The nurse asked if the customer could reconnect to insulin pump to bring down blood glucose level and was advised ok. No further information was reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).